Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomedical testing, the device battery failed to charge. Complainant indicated that there was no patietnt involvement in the reported malfunction.